Event description:
Per the clinic, the patient experienced an infection at implant site. The patient was hospitalised for IV antibiotics (specific date and duration not reported) and treated with oral antibiotics for 2 months (specific date not reported). However, the issue did not resolve and the device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on july 29, 2022.